Manufacturer narrative:
Note: all information contained in this report is provided by the manufacturer. No device evaluation was performed since the device was not returned to the manufacturer and the product identifier was not provided. No review of the device history record was done since the product identifier was not provided.

Event description:
The pt underwent an abdominal aneurysm surgery on (B)(6) 2014, during which the aneurysm sac was wrapped around the graft. Few weeks later, the pt complained of abdominal pain, and a mass was found in the abdomen. By performing x-rays and scan, an aneurysm was found around the graft, and a hole in the graft was suspected. The pt underwent a new surgery beginning of february and a covered stent was inserted inside the graft. No pt injury was reported.